Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter gave an error 4 and 5 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on an unknown date between 8.30 and 9am. The patient manages her diabetes with pills, diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of ¿bruising and swelling on fingers¿ at an unknown time after the product issue began. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, the patient testing technique was correct, and there was no misuse of the product. The cca was unable to walk through a retest with the patient the patient was unable to answer if the test strips completely filled. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.